Manufacturer narrative:
The mvs interface cable was returned to the manufacturer for analysis. Analysis found that the cable failed bench test and continuity test due to pin on lemo port and pin on wire not connected. Analysis found that the reported event was related to a electrical issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Manufacturing date was unavailable at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The umbilical cable was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the umbilical cable was physically pulled out of the mobile viewing station (mvs) and the image acquisition system (ias) was not charging. There was no patient present.